Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient experienced elevated blood glucose levels due to a bent cannula. On (B)(6) 2017, patient obtained a reading of 120 mg/dl. A few hours later, the patient obtained a reading in the "500's mg/dl range" and she was vomiting and dehydrated. Patient's husband called an ambulance. The patient was hospitalized from (B)(6) 2017. Patient received an "insulin IV" and "insulin injections" for treatment of the elevated blood glucose levels. It is unknown what kind of insulin was provided or how much. The lot number of the infusion set was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.